Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead dislodged after placement. While attempting to reposition the left ventricular lead, the stylet would not go through the lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and failure to insert stylet were not confirmed. A complete lead was returned in one piece for analysis. The lead was evaluated with the guidewire and did not find any restriction/obstruction. Visual and x-ray examination did not find any anomaly on the lead.